Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their implant battery was moving around in their buttock area. Agent asked for event date and patient mentioned the issue began when they had gastric bypass surgery back in 2014. Patient would get a charging error message when charging the implant but couldn't recall details. Patient stated their healthcare provider (hcp) fixed it but now it was back to the same way again. Agent reviewed weight and implant pocket information. During the call patient denied damages on the recharger and controller charging port. The issue was not resolved. The patient was redirected to their health care provider to further address the issue. Agent provided nas phone number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that then ins isn't charging, it isn't charging right if it does charge somewhat. The patient stated that they will be having a battery replacement, and the battery pocket will be made smaller. They stated that they have an appointment on (B)(6) with the surgeon to discuss next steps.